Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage on the force sensor resistor. No moisture damage was noted on the electronic assembly. The insulin pump passed displacement test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their insulin pump alarmed compromised force system sensor 5 to 6 times and that insulin is squirting out during the manual prime process. The customer indicated that their blood glucose level was 103 mg/dl at the time of incident. Troubleshooting explained why and how the alarms may have occurred and advised customer to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.